Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient is monitored due to unknown reason and a revision surgery is planned. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Additional information received indicates that information does not meet the definition of a complaint. Up to now there is no device involved in this complaint, the surgeon just asked for biobottles for future surgeries. Therefore we consider this case as "not a complaint" zimmer biomet`s reference number is (B)(4).